Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that caller stated they are seeing eos on the recharger however they still feel stimulation. Caller stated for whatever reason they can't get the lightning bolt to actually turn the implant on but they swear they can still feel stimulation going down their leg. Caller stated that the recharger shows it is charging. Caller mentioned that they did previously see the eri message but they thought they still had 6 months to a year left. Caller stated they need the therapy to help prevent the nerve pain from "blowing the heel off of their foot". Caller stated they are suffering. Caller then mentioned how painful it is to charge because they can feel like "electrical shocks" going through their skin like a feeling of electrocuted. Patient services advised the caller to stop charging because the eos cannot be overridden and they will need to call a healthcare provider (hcp) to discuss replacement. The patient was redirected to their healthcare provider to further address the issue.